Manufacturer narrative:
(B)(4). The product has been returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient with this right atrial (ra) lead suffered from twiddler's syndrome and this lead became dislodged. A revision procedure was performed. While attempting to reposition the lead, difficulty was experienced operating the extendable/retractable helix. As such, this lead was explanted, replaced, and returned for analysis.. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This lead was thoroughly inspected and analyzed. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgement. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgment cause by the patient manipulation of the pocket (twiddler syndrome). The patient underwent a surgical intervention to reposition the lead, during the repositioning the helix could not extent, therefore, the physician opted to explant and change the lead. No additional adverse patient effects were reported.